Event description:
The device was returned after field advisory notification and a report of premature battery depletion. It subsequently tested out of specification during manufacturer's analysis unrelated to the advisory. No patient complications have been reported.